Event description:
It was reported that the physician advanced the coil out of the catheter and then went to retract it. When he went to advance it again, the coil didn¿t move. And he believes the coil wire broke off. It appears it could have broken off at the solder point. There was no reported patient injury.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Manufacturer narrative:
Additional event description information reported in section b5. Investigation conclusion: the investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller was found on the pusher heater coil. Further inspection found the pusher bent at the middle section. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the bent pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Additional information received reported that the coil broke in the microcatheter, and was advanced the rest of the way out of the catheter. They continued to use additional coils to complete the case. The patient was reported to be stable and no concerns. Please see section h11 for device investigation results.